Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the inner shaft has separated from the system. The inner shaft has fractured inside the luer at the transition between stopper shaft and inner shaft. The inner and outer diameters of the inner shaft still comply with the specification. Simulations have shown that a mechanical damage of the inner shaft, most likely caused during manufacturing, can lead to a damage pattern as observed in the complaint instrument. To prevent recurrence the respective internal departments were informed about this case and we are reviewing our quality systems processes.

Event description:
A pulsar-18 t3 stent system was chosen for treatment of a mildly calcified lesion (30-40 percent stenosis degree) in a mildly tortuous sfa. After placing and deployment of the stent in the target lesion, the device was easily removed. After withdrawal it was detected that the inner shaft was separated from the rest of the system on the guide wire.